Event description:
The reporter indicated that a 12.1mm vicmo12.1, -9.0 diopter, implantable collamer lens was implanted and replaced intraoperatively with a longer length lens on (B)(6) 2022 from patient's right eye (od) due to low vault.this resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is not marketed in the us. Device problem code: (B)(4) : off-label use, acd<3.0mm. Claim# (B)(4).